Manufacturer narrative:
(B)(4). -no device was returned back for investigation. Returned photographs shows that the impactor pad has a corner fractured off. - lot identification is necessary for review of device history record; lot identification was not provided. - device is used for treatment. - reported event is not related to a combination of products; therefore a compatibility review is not applicable. - review of complaint history found additional related issues for this item. However, as the lot number is unknown, an additional review could not be performed. - medical records were not provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. D4: attempts have been made to gather all product identification information, and no further information has been provided. Complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a femoral impactor fractured. No further information is available.